Event description:
A customer reported that the surgeon noticed low aspiration during a cataract procedure. A plastic material was found to be obstructing the fluidics management systems tubing. The issue was resolved through product replacement. There was no report of harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received, but has not been evaluated yet. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).